Manufacturer narrative:
To resolve the problem, the user facility replaced the cable. The suspect device was not returned to olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no picture was present; the monitor remained "black." In addition, it was reported that the serial digital interface cable at the video processor connection did not look "ok." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the root cause was unable to be identified, however, it is likely the phenomenon occurred due to a faulty cable. The instruction manual identifies the following verbiage, which may prevent the phenomenon: "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that no picture was present; the monitor remained "black." In addition, it was reported that the serial digital interface cable at the video processor connection did not look "ok." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
To resolve the problem, the user facility replaced the cable. The suspect device was not returned to olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.